Manufacturer narrative:
(B)(4). The event occurred on an unspecified date at the start of (B)(6), 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged cap of a large volume intermate was not attached to the tubing, though the cap was present in the packaging. There was no patient involvement as this was observed before use. No additional information is available.

Manufacturer narrative:
(B)(4).the device was manufactured november 6, 2013 ¿ november 7, 2013. The used device was received for evaluation. Visual inspection revealed that the blue winged luer cap was detached from the distal luer. Simulated use testing was performed by manually reattaching the luer cap to the luer, and the cap did not detach. The device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.